Event description:
It was reported that during explant surgery of a generator the pre-op diagnostics were within normal limits but when the generator was replaced high lead impedance was seen >10,000 ohms. The pin was re-inserted multiple times and impedance was still high. As a result, the surgeon decided to replace the lead. It appeared there was some fluid inside of the insulation of the lead. He then implanted a new lead and system diagnostics were then within normal limits. The explant lead has not been received for analysis. No additional or relevant information has bee received to date.